Event description:
The device reportedly displayed intermittent electrocardiogram artifact on the display screen during patient use. The electrocardiogram precordial cable was replaced and proper operation was observed. There was no reported association between the reported event and the patient's outcome.